Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when stapling the stomach (1st line of staples), the stapler was found to be defective. There was slamming noise during the placement of staples. The staple was incomplete and there was bleeding on the line of staples. Stapler change and cauterization/hemostasis of the bleeding was observed.